Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker could not be interrogated and did not respond to a magnet. The day before during a routine follow up appointment, the pacemaker had an estimated longevity of 5.5 years. The patient is not pacemaker dependent, but the patient was symptomatic due to the loss of pacing supports and subsequent bradycardia. The device was explanted and replaced without incident. Visual inspection upon explant noted a bulge in the device case.